Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that about a month ago a CT scan confirmed  a granuloma at the tip of patient's catheter. The healthcare provider's plan is to shut the pump off, remove the catheter, and a couple weeks later put in a new catheter and turn the pump back on.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that about a month ago a CT scan confirmed  a granuloma at the tip of patient's catheter. The healthcare provider's plan is to shut the pump off, remove the catheter, and a couple weeks later put in a new catheter and turn the pump back on.